Manufacturer narrative:
Power cord, damaged - the eval confirmed a damaged power cord.

Event description:
The device evaluation identified a reportable malfunction, damaged power cord, unrelated to the original complaint, which was a non-reportable event.